Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381411 and lot number 4199752. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte-n autoguard catheter split in two. The following information was provided by the initial reporter: we had an admit and we needed to get an IV and labs, 4 failed equipment attempts with frayed/splayed IV catheter starts happened. Each time the nurse would go to advance the catheter off the needle the plastic catheter would split in two down the middle and not advance into the vein. The IV catheter is the style insyte-n-autoguard 24 ga x 0.56 in (0.7 x 14 mm) lot # 4199752 other long number on packaging is (B)(4), expiration date xxxxx, manufacture xxxxx. Once we found a different lot number of IV then we were able to get the labs and IV started on this baby. This issue was not a good one to have on admission though, causing the patient to be poked multiple times due to equipment/supply failure/malfunction.

Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.